Manufacturer narrative:
(B)(4).

Event description:
Information received from the article: rahme et al. Onyx hd-500 embolization of intracranial aneurysms: modified technique using continuous balloon inflation under conscious sedation. Journal of clinical neuroscience 21 (2014) 1383-1387. Onyx hd-500 was used to treat 21 patients (mean age 56, 16 females). Angiographic recurrence occurred in four patients. Two of the patients required retreatment (1 with a very large incompletely obliterated aneurysm exhibited regrowth necessitating onyx retreatment at 6m, the 2nd procedure resulted in subtotal obliteration with a small neck remnant that remained angiographically stable over 24m. The other patient had a completely obliterated large aneurysm was lost to follow-up until 2y later when she presented with symptoms of brainstem compression and was found to have major recurrence, which was successful retreated with onyx, resulting in complete obliteration). One patient presented several months post-op with a small left hemispheric watershed infarct as a result of delayed severe ica stenosis. One patient developed a self-limited post-op groin hematoma. Clinically silent angiographic complications occurred in 3 patients (1 delayed parent artery (ica) occlusion, 1 mild parent artery stenosis, and 1 onyx embolization into distal mca branches during balloon repositioning). The 2 patients with delayed artery stenosis also had significant extra-aneurysmal onyx leakage during embolization.in the case with mild stenosis, this complication had no clinical consequences. The other patient suffered the watershed infarct and also had right foot weakness as a result of the delayed ica stenosis.

Manufacturer narrative:
This report was created to capture the post procedure complications and recurrences of the avm. All the information was received from rahme et al. Onyx hd-500 embolization of intracranial aneurysms: modified technique using continuous balloon inflation under conscious sedation. Journal of clinical neuroscience 21 (2014) 1383-1387. (B)(4)